Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. The patient underwent another procedure in (B)(6) 2014 to have some mesh removed. The patient has experienced numerous urinary infections and nerve damage. The patient has had to take pain killers just to get through the day. The patient generally felt unwell, constantly tired, and currently has worse incontinence. The patient would like to get the mesh removed. Additional information has been requested.